Event description:
Healthcare professional reported right side rupture. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported ¿right breast with asymmetric swelling in the superior medical aspect of her breast¿. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ edema: unable to observe as it is not related to the device. ¿ rupture: no observed openings on the device. Additional observation: ¿ deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported ¿right breast with asymmetric swelling in the superior medical aspect of her breast¿. Device was explanted.